Event description:
After using a zeiss visuals 532s laser with a laser indirect ophthalmoscope attached, the doctor was taking off the indirect ophthalmoscope when he turned back toward the instrument and saw a flame where the laser indirect ophthalmoscope's fiber optic cable was attached to the laser box cable. The cable turned red; the fire traveled from the laser box to about half the length of the cable toward the indirect ophthalmoscope. The carpet also caught on fire. The doctor used a fire extinguisher to extinguish the fire.

Manufacturer narrative:
Upon eval of the site, the company's rep determined that the power plug was not plugged in correctly. It appears that the laser light guide which is protected by metallic insulation fell into the slit between the wall and the plug, touching the plug pin with power. The current traveled to the laser console and back to the plug thereby heating the insulation of the laser light guide in such a manner that a fire occurred. Per (B)(6), the laser is connected to an electrical circuit that was not equipped with a fuse or ground fault circuit breaker. The installation requirements are clearly stated in the user's manual and require an electrical outlet installation in compliance with (B)(4). We determined that user error and faulty electrical wiring caused this event. The device was returned to the MFR for eval.